Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that a patient suffered bilateral loss of doppler pulses following impella cp implant. It was noted that the patient already had peripheral artery disease and was ischemic while on intra-aortic balloon pump support prior to impella implant. Following implant, the ischemia persisted until the family made the decision to withdraw care. The patient passed away shortly after. It is unknow if support contributed to the patient's passing.